Event description:
Received info, the hcp received the power on reset screen on the physician programmer. The pt had been in the hospital the week before. The hcp was instructed by the MFR's technical services on how to synchronize devices. The hcp was planning to reprogram the pt that afternoon. Add'l info has been requested and if received, a follow up report will be sent. Reference MFR report # 3004209178201103694 for related neurostimulator.

Manufacturer narrative:
(B)(4)